Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle won't turn. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used in the esophagus during a band ligation procedure to treat esophageal varices performed on (B)(6) 2024. During preparation, upon opening the kit, it was noticed that the tip of the wire was twisted. The device was still placed onto the endoscope. The physician noticed that the handle would not turn, and forcibly rotated the handle, and then it was also found that the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: photos of the trip wire outside the patient were provided by the customer and showed that it was kinked. It was reported that "the problem was noticed upon opening the package, "the speedband kit was opened. At that moment the technician notices the tip of the wire is twisted, when continuing the mount of the device the physician notices the grip doesnt turn and its jammed resulting in the device not liberating bands"; however, per the speedbands superview super 7 instructions for use (IFU), it states that: "precaution: do not use if components are broken or damaged."

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle won't turn. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was observed that the ligator housing was returned inside its package. Also, the trip wire was found kinked, consistent with the findings per media analysis on the provided photo. The handle had marks of trip wire was secured, and when the handle was rotated 180 degrees, the distinct click sound was audible. No other problems with the device were noted. The reported events of handle won't turn and bands unable to deploy were not confirmed. Upon analysis, it was found the trip wire kinked, which could have been due to the way or the position in which the device was removed from the pouch can induce the reported kink. Also, an excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the device was still used after it was noticed that the tip of the wire was twisted; however, the iuf states, "precaution: do not use if components are broken or damaged." Block h11 (correction): block b5 has been updated.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared to be used in the esophagus during a band ligation procedure to treat esophageal varices performed on (B)(6) 2024. During preparation, upon opening the kit, it was noticed that the tip of the wire was twisted. The device was still placed onto the endoscope. The physician noticed that the handle would not turn, and forcibly rotated the handle, and then it was also found that the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: photos of the trip wire outside the patient were provided by the customer and showed that it was kinked. It was reported that "the problem was noticed upon opening the package, "the speedband kit was opened. At that moment the technician notices the tip of the wire is twisted, when continuing the mount of the device the physician notices the grip doesnt turn and its jammed resulting in the device not liberating bands"; however, per the speedbands superview super 7 instructions for use (IFU), it states that: "precaution: do not use if components are broken or damaged."